Event description:
The new adhesive tape kendall product 17104 has no stick to the adhesive. The tape did not hold to the patient's skin.from reporter: "I'm not sure that I can answer all of your questions. The tape in question was sent to the hospital with the same order # as the tape we were previously getting. The new tape appeared thinned with wider strips in it and had no sticking ability at all. I was told by the stores/supply people that the company substituted this tape under the same order # as the tape we were getting. "